Event description:
In 2008, a reporter/layperson (mother) alleged that the patient/layperson's one touch ultralink meter prompted apply sample after applying blood the same day at 8:30a.m. Reportedly, the meter did not provide a result. Immediately before the reported issue began the patient, who is on an insulin pump, complained of an upset stomach. At 11:30a.m, the patient was tested on another meter, type not provided. The result allegedly was 580mg/dl. Based on the result, the reporter/mother treated the patient with 3 extra units of novolog (usual dose is 12 units). The test strips reportedly accepted the sample and drew into the test area. Customer service replaced meter, strips, and control solution. Because the patient was symptomatic before the alleged issue began, there is no evidence the product caused the symptoms or was responsible for a serious injury. Since the meter reportedly did not provide an actionable result and the issue could not be resolved, the complaint is classified as a malfunction.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.